Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Clinician reported that implant failed, but provided no further information.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type, h3: device evaluated by manufacturer, h6: type of investigation, h6: investigation findings, h6: investigation conclusions, h10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation / functional test was performed, there was signs of use, apparent bone / tissue attached to external threads. The implant was attached to the bundle cover screw. No credible malfunction was identified with the implant. The implants matched prints. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : cannot be determined¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. However, product evaluation concluded that the device was working within specifications. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.